Event description:
Boston scientific received information that when the patient was discharged two days after implant it was noted that this right ventricular lead had increased pacing thresholds and it was suspected that the lead had moved. All other parameters were normal. A revision procedure took place and this lead was explanted and was not recovered. The lead will not be returned. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.